Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor on the compact air drive device had a broken recoil button. During service and evaluation, it was determined that the motor on the device had no power. It was further determined that the device failed the following assessments during pretest: check status of development, general condition, check reverse locking mechanism, check function of soft mode switch (safety system), check triggers for fwd I rev mode, check the power with test bench: min. 110 to 160 w, and check for starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information have been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.